Event description:
(B)(4). Weight gain, bloating, bleeding for 5 months, back pain , headaches, diarrhea.

Event description:
(B)(4). I had to have a hysterectomy 5 months after getting essure because of all the side effects and pain.